Event description:
Following a successful coil embolization of the right middle cerebral artery (mca), the patient experienced a thrombus. The location of the thrombus was unknown. The patient was reported to be in ¿stable with good recovery¿. No additional information was provided.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.